Event description:
There was a leak in iab circuit alarm occurred, and rn noticed blood in helium tubing when she attempted to troubleshoot. The rn immediately placed a pump on standby and called physician to remove iab. The patient expired.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal complaint number - (B)(4).